Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lusera colonovideoscope had a collapsed/ damaged bending section. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the zoom lever, water tightness was lost; the control unit was shaved; the connecting tube had a scratch; the light guide lens had a crack; the adhesives around the objective lens and the light guide had a white-clouded area; the protector of the universal cord on the s-connector side and the protector of the universal cord on the control section side had scratches; the grip was shaved; due to the clogging of the nozzle, the water removal ability did not meet the standard value; the adhesive on the distal sheath had a white-clouded area with a chip; due to the wear of the angle wire, the play of the up/down knob was out of the standard range; the nozzle was deformed; due to the deformation of the grip, water tightness was lost; and the plastic distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.